Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 220648473 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked at the second electrode. In conclusion, the mapping catheter failed the returned product inspection due to loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturers investigation.